Event description:
It was reported that hcp had a false negative during a thyroid removal. User was using default settings (1.0 stim, 100 threshold), and was not using auto-threshold. User stimulated and suspected to be nerve but got a tweedle response and continually got a tweedle response on any nerve. All connections were checked. Nim was showing good connection and stimulus was being delivered.hcp used the nim for the remaining of the case but ignored the audio and used only to deliver a stimulus to visual / physically feel for movement. There was 20 minutes of procedure delay. The procedure was completed with the reported product. Additional information states that hcp could see a stimulus being delivered. The monitor was given responses. There was no visual and/or audible indicator that alerted the user of the issue. Issue was not resolved by repositioning or troubleshooting.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.